Manufacturer narrative:
Based on the events as reported, the echo ps positioning system was not removed from the patient as prescribed in the instructions-for-use. This complaint is confirmed as use related with no malfunction of the device. The warning section of the instructions-for-use states: "ventralight¿ st mesh is the only permanent implant component of the device. The echo 2 positioning system (which includes deployment frame, center hoisting suture and all connectors) must be removed from the patient and appropriately discarded. It is not part of the permanent implant. Discarded.

Event description:
It was reported that on (B)(6) 2018 during a laparoscopic ventral hernia repair using the ventralight stw/ echo 2 ps, the surgeon inadvertently left the echo 2 ps positioning system in vivo at the close of the case. As reported the surgeon "woke up at 2am realizing he had left the device in the patient." The next day, the surgeon brought the patient back to surgery to remove the device. The entire echo 2 ps was removed without further complications. As reported the patient stayed in the hospital for 6 days and was then discharged home. This was the surgeon's first case using the echo 2 ps device, however is an established user of the echo (1) device.